Manufacturer narrative:
Continuation of medical devices: 6935m-62 lead implanted (B)(6) 2013, 5076-52 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced when the "wires of the pacemaker got infected." No further patient complications have been reported as a result of this event.